Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving fentanyl, baclofen and dilaudid, dose and concentrations not reported via an implantable pump. On (B)(6) 2020 the patient reported that they saw the 8286 code (empty pump) along with an x and a circle, a bunch or arrows, a triangle with exclamation point and square with a checkmark on her 8835 ptm (personal therapy manager), on friday (B)(6) 2020 when she tried to use the ptm. The patient stated that her severe back pain started on friday (B)(6) 2020. The patient went to the hospital friday because of the severe back pain and missed her refill appointment which should have been on the same day. The patient did not get the chance to get it filled. The patient stated that since friday she had not heard any alarm sounds coming from their pump. No further complications were reported regarding the event.